Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was having issues with the insulin pump and he needed a replacement. Troubleshooting for failed battery test alarm was performed. He didn't know his blood glucose level but last was 66 mg/dl. The device continued to alarm failed battery test after a new battery was inserted and the battery compartment was cleaned. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected failed battery test or weak battery alarms occurred during our testing and received with normal operating currents. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.